Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. As this event was discovered via a published article, it is reasonable to conclude the device is not available for return for evaluation. The results of the investigation of this event will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
During medical affairs review of journal articles (active post market surveillance), an article identifying a complication from an ire of pancreatic mass procedure was observed. Publication: american surgeon, volume, pg: 85 (1), pgs. E55-e57, date: 1/1/2019, title: "arterio-enteric fistula after irreversible electroporation." Event description summary is listed below: a (B)(6) female with complex past medical history. Patient had mass on pancreas that had involvement of the common hepatic artery so she was not deemed eligible for resection [surgical removal]. Patient underwent ire of pancreatic mass. Her postoperative course was initially uncomplicated while she awaited return of bowel function. Post operative day (pod) eight she was noted to have some coffee ground emesis [blood in vomit] but this resolved quickly. Three (3) days later she had severe hematochezia with ultimate hemodynamic instability; she was taken to the surgical ICU. CT angiogram and embolization was performed and showed she had an arterio-enteric fistula [abnormal connection of the blood stream with the gi tract] with bleeding from branches of the gastroduodenal artery and a mucosal defect in the medial second and third portion of the duodenum. These branches were embolized resulting in the stabilization of the patient. Patient was discharged to long-term nursing facility patient returned three months later with obstruction in the duodenum. A post-obstruction nasojejunal feeding tube was placed to optimize nutrition in the hopes of performing a future surgical gastrojejunostomy. Unfortunately, the patient continued with failure to thrive and was found to have developed recurrent, metastatic disease five months after her initial operation. She was then transitioned to home hospice and passed quickly. The device is not available for return to angiodynamics for a device evaluation.

Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. As this event was discovered via a published article, it is reasonable to conclude the device is not available for return for evaluation. No device evaluation for this complaint as it was not returned. The reported complaint description cannot be confirmed given the nature of the patient sae, in addition, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review was conducted since there was no reported lot # and ship history lot review was not performed since item # is unknown. There was no reported device malfunction or problem during the ire procedure. Hardware review: a review of the service order system for serial number {(B)(4)} revealed there have been no previous repairs, servicing and/or upgrades for this unit associated with patient injury since the unit was distributed. The instructions for use which is supplied to the end user, states: "warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).